Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was sticking. The device was taken out of the cannula multiple times and wiped. There was resistance when inserting it; as well as trying to manipulate the vein. The same device was used to complete the procedure but it was visibly sticking throughout the entire case. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).